Event description:
A customer reported the vitrectomy cutter stopped working during a procedure. They opened a new pak and were able to complete the procedure with less than a five minute delay, and no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has not yet been received for eval at this time. Four lot numbers, manufactured in 11/2012, were identified with the complaint. No abnormalities that could have contributed to the complaint issue were found during the device history record review. The product was released according to the MFR's acceptance criteria. A root cause has not been identified. (B)(4).